Manufacturer narrative:
The device was returned for evaluation. Upon further inspection, the heli coil was out of the thread, therefore the index knob was tight to move to lock or unlock. The device history record (DHR) shows no abnormalities relate to the reported incident found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. The complaint event is confirmed. Root cause is unknown, however the most likely reason, is parent thread had a raised indication formed by an electrical arc / rack mark, most likely caused by an insecure electrical connection between rack and power supply used by anodize supplier. The suspected small pin hole sized indication most likely prevented the helicoil from fully seating allowing the helicoil to work loose.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2018-00280.

Event description:
This is 2 of 2 reports. A distributor customer reported on behalf of the customer that the torque screw of the a1059 mayfield modified skull clamp came out before surgery on (B)(6) 2018. The skull clamp was in contact with patient but there was no alleged injury. The patient was prepped for surgery and a surgery delay of 30 minutes was noted. No medical revision/intervention was required. Additional information has been requested.